Event description:
It was reported to st.jude medical that during routine follow-up, dufficulty was experienced while performing a shock-on-t indcution at 800 volts. The external electrocardiogram began detecting "noise" while charging and was unable to deliver the shock due to ongoing arrhythmia. During the induction, the shock-on-t screen was unresponsive along with the telemetry emitting "funny" noises. Concern was expressed that the active can was leaking energy. The decision was made to explant the device.